Event description:
It was reported that the edges of a zimmer skin graft mesher were twisted up. Additional clinical follow up with the hospital indicated that the reported event occurred during the procedure and an alternative device was used to complete the planned procedure. The procedure time was increased by approximately thirty minutes, however there was no additional details to explain the reported event description or the reason for the increased surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 20 years old and was last returned to the MFR for repair on (B)(4) 2007. Investigation of the device verified the comb to be damaged on both ends. There was also damage to the carrier guide of the unit. The one cutter, that was returned with the device failed to product an acceptable graft and was deemed non-repairable. Damage to the comb, carrier guide and cutter most likely caused the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was service and returned to the customer.